Event description:
It was reported that during a da vinci-assisted surgical procedure, the loose cable at the tip would not allow for clip applier to open. The procedure was completed with no reported injury. Intuitive obtained the following information: the tips would not open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The instrument was found to have cracked clamping pulley(s) on input axis #7 (grip). The crack(s) resulted in loss of tension of the corresponding grip cable(s). The instrument was found to have a loose grip cable at the grip hub. Root cause is attributed to improper cleaning or sterilization techniques used during reprocessing which may involve prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. A loss of cable tension due to a cracked clamping pulley. Cracked pulleys, shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked clamping pulley at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end.

Event description:
Refer to h11 for follow-up information.